Manufacturer narrative:
The customer¿s report of a t-connector leaking was confirmed. Visual inspection under magnification observed the spin lock split septum; the tubing leading to the component was not fully inserted and had an incomplete bonding engagement. Functional testing was performed; fluid was found to be leaking from the tubing leading into the t-connector. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and t-connector.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the t-connector leaking where the tubing attaches to the hub. There was no patient harm.